Manufacturer narrative:
(B)(4) - device 14 of 15.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occurred with fifteen types of infusion sets used for less than a day. No further information was available.